Event description:
It was reported that during a revision lap band removal/laparoscopic gastric bypass procedure, the anvil head with a green trocar spike attached was passed through the stomach and the surgeons could not get the green trocar spike to come off. They tried several different instruments with a lot of force and it would not come off. They pulled the suture string and the suture even broke. They had to open the stomach and remove it from the stomach. A new device was opened in order to pass through the stomach again to create the anastamosis. There were no patient consequences.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar (inadvertently omitted from initial medwatch).

Manufacturer narrative:
(B)(4). Additional information: was the procedure a laparoscopic procedure? Yes. Was there any incision at all in the stomach that they had to make larger in order to remove the anvil and trocar spike or did they have to convert to an open procedure to remove the anvil and the trocar spike? No. Was any piece of the suture left in the patient? It broke and was removed. The analysis results found that the device arrived in good visual condition and with the ancillary trocar inside the anvil. The ancillary trocar was damaged, the locking springs were in good visual condition, the breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that if torque or excess force is applied to the ancillary trocar, it may cause the trocar to break. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. The trocar was removed from the anvil without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.